Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker performed a clinical review of the reported patient event and concluded that the reported issue was due to a use error. The device user did not confirm proper placement of the sync sense markers on the patient's ECG wave form before delivering a shock. The device's operating instructions instruct the user to adjust the device's ECG settings if the sync sense markers are not in the correct location. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that they were using this device to perform a synchronized cardioversion on a patient and delivered defibrillation on a t wave which sent the patient into ventricular fibrillation. The user administered additional asynchronous shock to the patient using this device and the patient regained an organized rhythm.